Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information becomes available. A review of the logs could not be performed as there are no logs available for the mcs tip cover accessory. A review of the site's complaint history identified no other complaints for this single-use item. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the mcs tip cover accessory came off of the instrument in the patient. The mcs tip cover accessory was retrieved in the same procedure. All fragments were retrieved during the same procedure, and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. Additionally, the mcs tip cover accessory was damaged due to arcing and/or had holes/tears/missing material on the gray silicone area with no evidence or claim of user mishandling/misuse. Although there was no patient injury, the reported product malfunctions could cause or contribute to an adverse event if the failures were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory became stuck in the cannula. The mcs tip cover accessory was retrieved in the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 6/16/2020 and obtained the following additional information: it was confirmed that the mcs tip cover accessory came off of the instrument in the patient. The hospital believes that the mcs tip cover accessory was damaged as they observed arcing during the procedure.